Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an electrosurgical device. The customer reports that a pt had the procedure done on (B)(6)2010. Customer reports that on (B)(6) 2010 a dvt was diagnosed. Pt was put on anticoagulation.